Manufacturer narrative:
During testing at the service center, the device alarmed with a check cassette p alarm. The probable cause was due to the proximal pressure sensor calibration drift. The customer reported air in line alarm was not duplicated during testing or noted in the device history. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing the device alarmed with an air in line alarm; however, no air was seen in the tubing set. This was not an indication of a reportable malfunction. However, during testing at the service center, the proximal pressure sensor of the device was found to have drifted out of calibration.